Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 410 mg/dl. The customer's current blood glucose was 201 mg/dl. The customer also reported that the insulin pump received insulin flow blocked alarm. The customer tried different cannula lengths. The insulin pump had previous occurrence of the insulin low blocked alarm but the issue was resolved by changing the complete set. The alarm recurred but the customer states they tried all remedies and the issue was not resolved. Troubleshooting was not performed for high blood glucose levels. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump and the reservoir will be returned for analysis.